Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. It was reported that the patient had 2, 5 right oviduct windings (which was good according to the reporter). She experienced left oviduct half winding and pain in 2014. On (B)(6) 2014 left oviduct was removed. On the same day the patient underwent a hysterosalpingogram which was looking good. Patient had recovered and was free from complains at time of this report. No clinical assessment had been given. Follow up from (B)(6) 2015: ptc (product technical complaint) was received. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced left oviduct half winding, which was removed. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, no alternative explanation for the occurrence of the event was provided. Considering the information received, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is being sought.

Manufacturer narrative:
Follow up 06-aug-2015: lot number was not available. No new information was provided. Case closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-aug-2015 for the following meddra preferred term: fallopian tube disorder. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced left oviduct half winding, which was removed. This event was considered serious due to medical importance and listed in the reference safety information for essure. In this case, no alternative explanation for the occurrence of the event was provided. Considering the information received, a causal relationship between the event and suspect insert cannot be excluded. This case was regarded as incident due to the required intervention. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.